Event description:
During preparation for a coronary artery bypass graft procedure, two heartstring seals "broke during introduction". The failure analysis investigation results indicated that the heartstring seal was cracked and unraveled at the distal end. The report indicates no patient involvement. The distributor did not provide any further information.